Event description:
The pt was hospitalized for elevated blood glucose levels and pancreatitis. The pt also reported that the pump exhibited a crack in the battery compartment.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation evaluation revealed a battery compartment crack consistent with the pt's report, and demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.